Event description:
Reporting status: serious injury - surgical intervention. Reporting rationale: difficulty removing the device, resulting in surgical intervention. Device issue: difficult to remove. It was reported that during an angioplasty procedure, the patient experienced arrythmia. After deployment, the balloon was difficult to remove from the deployed stent and force was applied. Upon removal, it was noted that it had pulled the stent implant out with it. The device was unable to be removed through the introducer sheath and the patient was sent to surgery, a femoral cut down procedure was performed, in order to remove the device. No additional event or patient information is available.